Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 624841) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, dysmenorrhea, menorrhagia, paratubal cyst, postoperative pain and cystoscopy. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), fatigue ("fatigue") and gastrointestinal disorder ("gi conditions") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (xi robotic assisted laparoscopic total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, heavy menstrual bleeding, hypersensitivity, psychological trauma, fatigue, gastrointestinal disorder, hormone level abnormal and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, gastrointestinal disorder, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: (B)(6) 2007 and (B)(6) 2008. Discrepancy noted in essure confirmation test date as: (B)(6) 2007. She received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: bilateral tubal occlusion. Imaging procedure - on an unknown date: essure confirmation test unspecified. Result : bilateral occlusion. Lot number: 624841. Manufacture date: 2007-06. Expiration date: 2009-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 624841) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, dysmenorrhea, menorrhagia, paratubal cyst, postoperative pain and cystoscopy. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), fatigue ("fatigue") and gastrointestinal disorder ("gi conditions") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (xi robotic assisted laparoscopic total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, heavy menstrual bleeding, hypersensitivity, psychological trauma, fatigue, gastrointestinal disorder, hormone level abnormal and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, gastrointestinal disorder, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: (B)(6) 2007 and (B)(6) 2008. Discrepancy noted in essure confirmation test date as: (B)(6) 2007. She received treatment for psych injury diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: bilateral tubal occlusion.. Imaging procedure - on an unknown date: essure confirmation test unspecified. Result : bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received: case category upgraded to serious incident. Previously reported event 'pelvic pain' was made medically significant and intervention required due to added removal surgery. Lot number, medical history, lab data, removal date, reporter information were added. Action taken with drug was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.